Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) system recently underwent the implantation of a left ventricular assist device (lvad). Following the lvad implant, the s-ICD system over-sensed noise from the lvad system resulting in a delivery of an inappropriate shock. The patient was subsequently hospitalized and the s-ICD shock therapy was programmed off. The physician attempted to optimize the s-ICD sensing vector, but all three sensing vectors failed during testing. Boston scientific technical services (ts) was contacted and it was discussed that the lvad signal noise hindered the ability of the s-ICD to assess the patient's rhythm for shock delivery. Ts discussed that normally the s-ICD could be programmed to the alternate sensing vector to mitigate lvad noise, but the patient's amplitude morphology made the alternate sensing vector unsuitable. Ts recommended either reprogramming the lvad motor frequency, if clinically appropriate, to lessen the lvad mechanical noise. It was also discussed that a surgical revision procedure to reposition the s-ICD electrode could be performed to improve the amplitude measurements in the alternate sensing vector. At this time, the s-ICD system remains implanted with therapy programmed off. The patient is hospitalized and stable. Exhaustive attempts were made for information regarding the event resolution, but no response was received.

Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) system recently underwent the implantation of a left ventricular assist device (lvad). Following the lvad implant, the s-ICD system over-sensed noise from the lvad system resulting in a delivery of an inappropriate shock. The patient was subsequently hospitalized and the s-ICD shock therapy was programmed off. The physician attempted to optimize the s-ICD sensing vector, but all three sensing vectors failed during testing. Boston scientific technical services (ts) was contacted and it was discussed that the lvad signal noise hindered the ability of the s-ICD to assess the patient's rhythm for shock delivery. Ts discussed that normally the s-ICD could be programmed to the alternate sensing vector to mitigate lvad noise, but the patient's amplitude morphology made the alternate sensing vector unsuitable. Ts recommended either reprogramming the lvad motor frequency, if clinically appropriate, to lessen the lvad mechanical noise. It was also discussed that a surgical revision procedure to reposition the s-ICD electrode could be performed to improve the amplitude measurements in the alternate sensing vector. At this time, the s-ICD system remains implanted with therapy programmed off. The patient is hospitalized and stable.